Manufacturer narrative:
Retainer ring = clear. Customer returned pump for alleged pump error 63 alarm during self test and failed battery test on event date 22-oct-2021. Pump passed the displacement test, active current test, sleep current test and p-cap locks properly into the reservoir compartment, however, damage was noted to the retainer ring. Unit successfully downloaded to thus. Unit alarmed pump error 63 during self test and pump trace download confirmed the pump alarmed pump error 63 variable 03 on event date 10/22/2021 18:22:56.000 due to a broken trace. Power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, a failed battery alarm was present on 10/21/2021 21:00:54.000 which was expected. Pump was cut open to perform visual inspection and found no evidence moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case, damaged display window cover and cracked retainer. Pump error 63 confirmed during self test. Pump error 63 confirmed due to broken trace u1 pin1, 2 and 3 on keypad assembly. Failed battery test not confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm and battery failed alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer was performed self test and it did not passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.